Event description:
Pt was revised for unk reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional information received that the patient was revised because of loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision recommended- revision date unknown, asr xl acetabular system (right), reason(s) for revision: component loosening (acetabular component). Update: hospital, date and reason for revision from (B)(6) 2011. Further update: both surgery dates changed and confirmation of which component loosened added. Resurfacing system revised to xl system. Second revision took place on (B)(6) 2005 - email sent (B)(6) 2012 requesting further information so new dint can be created & cross referenced. Further 2 emails sent requesting this info without a response from (B)(6). Update rec'd 02 sept 2013 - different lot number for femoral head; revision date - (B)(6) 2004. Update received: 25th november 2013 - amended product: cup lot number, amended revision date: (B)(6) 2005, amended implant dates: ,added further reason for revision: alval / soft tissue reaction, added surgeon: mr (B)(6) and added patient details: name, date of birth and cross referenced. Head implant date: (B)(6) 2004. Cup implant date: (B)(6) 2004. Patient had 2 stage revision: please see (B)(4) for the 1st stage revision. Update received 25th november, 2013. Additional reason for revision added. Reasons for revision: alval / soft tissue reaction, component loosening (acetabular component), infection.

Manufacturer narrative:
The investigation found that no product was returned. The primary surgery date was (B)(6) 2004 and the revision surgery date (B)(6) 2005. The implants were implanted for 1 year. Due to the length of implantation time it is not considered that the implants were responsible for the infection. No further information was received and so no investigation could be carried out against the other reasons for revision such as alval / soft tissue reaction & component loosening (acetabular component). A review of the manufacturing records for product number 999803946 lot number 1183277 found one manufacturing deviation, number (B)(4) at operation number (B)(4) clean to specification, raised regarding transfer to a new cleaning and passivation line. A review of the manufacturing records for product number 999804652 lot number 1183310 found one manufacturing deviation, number (B)(4) at operation number (B)(4) visual check and pick, raised regarding removal of picking operation prior to passivation operation. This was confirmed that the deviation should have had no effect on the reported incident. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl acetabular system (right); reason(s) for revision: component loosening (acetabular component).